Event description:
It was reported that noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Lead damage was the suspected cause of the event, however, this was not confirmed via diagnostic imaging. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.